Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipgs as recommended due to a stroke which caused the ipgs to become inoperable. Next course of action is undetermined at this time.